Event description:
In 2007, a reporter/layperson spoke with a customer care advocate, alleging that the pt/layperson, his wife, had been hospitalized in a coma due to error messages and inaccuracy with the ultra meter. This senior medical affairs specialist spoke with the reporter on two days later. The reporter shared the following info regarding the event. All results are in the correct unit of measure, mg/dl. Approx eight days earlier, the pt, diabetic for 44 years, began experiencing increased thirst, frequent urination, and throwing up. The reporter stated, "I couldn't keep her filled up with water." The pt self tests and self treats. Her pre-breakfast and after dinner blood glucose results were 98 and 140 on the next day, and 107 and 197 on the following day. One day later and on the following day, her morning results were 107 and 251, respectively. Due to error messages of er2, ER 4 or apply sample (after blood already had been applied), she was unable to obtain the evening results after multiple attempts. The pt continued taking her twice-daily injections of 30 units 70/30 novalin. The pt reportedly once had obtained a hi (greater than 600) three weeks prior to the event, but none since then. If her blood glucoses are 400 or greater, she is to call her physician. If less than 73, she eats, retests, and then takes the usual amount of insulin. The consistency of blood from her fingersticks while symptomatic reportedly was normal. At 4:15pm one day later, the reporter contacted a home health nurse because they were still unable to obtain blood glucose results and because her symptoms increased to dry mouth, sweating, hallucinating, stumbling and losing balance. The reporter also claimed her eyes had become glassy. A result on the homehealth nurse's meter (unk brand) was "hi" on two tests. With help from the nurse, the reporter placed his wife in the car and drove her to the emergency room where they awaited her; the nurse had called them in advance. A venous draw revealed a result of "1203." She was treated with insulin, potassium, and other unk IV meds. The pt, who had been in a coma, was released from hospital on four days later. Her insulin regime was increased to 34 units 70/30 novalin twice daily. The complaint is classified as an adverse event because the reporter alleged the pt delayed seeking medical attention because she was under the impression her blood glucose was normal, based upon results while having symptoms of hyperglycemia, and because she was unable to obtain results due to unresolved error messages. All product was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.